Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the electrode was missing. It was noticed when it was extracted. It was also reported that they received a lost sensor message. The customer's blood glucose level was unknown. They were sent a replacement for their sensor. The product will not return for analysis.